Event description:
Healthcare professional reported left side capsular contracture, baker grade ii. Healthcare professional later reported capsular contracture baker grade iii and left side rupture. Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii, rupture.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: weight to the spec, crease flat. Cloudy was observed after autoclave disinfection process. Based on the device analysis the final assessment is no issues found related with the manufacturing process, and no openings or issues related to rupture device were observed. Additional, changed, and/or corrected data.

Event description:
Healthcare professional reported left side capsular contracture, baker grade ii. Healthcare professional later reported capsular contracture baker grade iii and left side rupture. Device has been explanted and replaced.